Event description:
Information was received indicating that a smiths cadd extension set leaked from the filter. There was no reported injury to the patient.

Manufacturer narrative:
Cadd extension sets was returned for analysis. The returned samples consist of four (4) ext. Set products; and the samples were received in used conditions without their original packaging. The samples were visually inspected, at a distance of 12" to 24" and normal conditions of illumination. No discrepancies were found. Functional leak testing was performed using hydrostat vessel and leaking was detected in the air vent of the filter. The customer's reported problem was confirmed. Per previous complaint, production personnel were notification of this complaint by the production supervisor. The problem source of the reported problem is unknown.